Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient has not gotten quiet as good of a result as patient hoped since implant date. Patient also states they were feeling stimulation where the implant sits rather than bicycle seat area. Patient inquired about switching programs. Patient switched programs on the call. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.